Manufacturer narrative:
This is one event (death) of two events reported on the same pt involving two separate products; associated mdrs # 1225714-2014-01388, 1225714-2014-01389, 1225714-2014-01390, and 1225714-2014-01391.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.